Event description:
Additional information was received from the manufacturer representative (rep). Rep reports they were not aware of the issue, they tried to call the patient (pt), but received no answer and no call back. Rep is unable to clarify the report of the "ins has not worked". Rep instructed other reps in the patient's region to reach out to pt/the patient's managing physician.

Manufacturer narrative:
Section e initial reporter updated to more accurately reflect previous information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller indicated that the patient's ins has not worked since 2019 or 2020 and they need to have it removed. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the managing md.